Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a wedge left superior lobe procedure, the device was used in this case to control bleeding that occurred on the lung tissues after surgeon used 2 linear staple lines which failed to deployed and close the tissues (competitive stapler device). While grasping and biting in the tissues, the inferior part of the jaw, the mobile part, broke and fell into the patient. Broken piece was retrieved and taken out of patient and procedure was completed using manual sutures. The procedure was delayed by 90 minutes.

Manufacturer narrative:
Tracking number: (B)(4) date sent: (B)(6) 2016 additional information: d4, 10; g4; h2, 3, 4, 6 d4: batch # m91j5c the device was received with the upper jaw detached returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It is possible that due to the damage to the iblade could have resulted in difficulty to open or close jaws before the jaw got detached. However, due to the condition of the device we are unable to investigate further the ¿difficult to open or close jaws¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Pi1-yvkmsc. Original date sent: 1-29-2016; stuck in ack 2 status. Re-submitting 2-9-2106. Additional information received: did the top jaw, movable part break apart? Yes. Did the ptc (black part) of the jaw break off? No. Is the broken piece returning with the instrument? Yes in a specimen jar. Was the broken piece disposed of? No. Was the device locked on tissue and could not be opened? Locked on tissue then was able to reopen to remove it from tissue bite but did not open and close as well as in the beginning of the case.

Manufacturer narrative:
Tracking number: pi1-yvkmsc. Date sent: 3/3/2016. D4: batch # m91j5c the device was received with the upper jaw detached returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It is possible that due to the damage to the iblade could have resulted in difficulty to open or close jaws before the jaw got detached. However, due to the condition of the device we are unable to investigate further the ¿difficult to open or close jaws¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #5. G6: follow-up report number.

Manufacturer narrative:
(B)(4) date sent: 1/23/2024 date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #3. G6: follow-up report number.